Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient symptoms have worsened, and they have difficulty connecting to their ipg. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported ¿communication issue with ipg¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities, x-rays confirmed that the antenna was properly seated in p2 of the hybrid, all measured ipg advertising frequencies were within tolerance and receiver signal strength indication (rssi) during analysis was within expected range.